Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report.

Event description:
Three 12f destino reach sheaths were used in this branched endovascular aortic repair (bevar) procedure. Following replacement of the first sheath due to a steering mechanism issue (reported under MDR 1035166-2026-00046), a second sheath of the same model and lot number was introduced. During use, a component located in the upper portion of the handle was reported to have broken and detach, rendering the device unusable. The device was removed and replaced. The customer's reported event for the second sheath is "a component in the upper part of the handle has broken and fallen off - introducer unusable." A third 12f destino reach was successfully used to complete the procedure. To date, no patient injury or harm has been reported.